Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist (tss) resolved the customer reported issue by applying a hotfix on the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing or delayed crossing. Intermittently orders did not cross to the station and the application server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.